Manufacturer narrative:
The reported events were oversensing noise and pacing problem were confirmed. As received, a partial lead was returned in two pieces. Final analysis found clavicle crush damaging/breaching the inner/outer insulations and fracturing all filars of the outer coil consistent with clavicle crush forces at middle region of the lead. An external insulation abrasion breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or feature of the patient anatomy. Was also noted. The cause of oversensing noise and pacing problem was isolated to the damaged noted to the inner/outer insulation consistent with clavicle crush forced and exposure of the outer coil at the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2024-02148. It was reported that the patient's right ventricular lead and atrial lead were exhibiting noise over-sensing resulting in episodes of high ventricular rate and inappropriate mode switch. The leads were explanted and replaced. The patient was stable.